Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the malfunction in the power supply and device fails to start due to power glitch. The rse suggsetd to set ups in bypass and examine the breaker in m cabinet, but they were unable in fix the problem. Customer stated that issue resolved by itself, and it was due to a power outage due to weather, after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: external power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system will not turn on. The system was not in clinical use. There was no reported patient or user harm.